Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. The initial tnt stat result was 0.04 ng/ml. The sample was then sent to the customer's sister laboratory and was run on a cobas 6000 e601. The result from the sister laboratory was <0.01 ng/ml. The initial result was not reported outside of the laboratory. The result of <0.01 ng/ml was deemed to be the correct result. There was no adverse event. The lot number of the tnt stat reagent in use was 17505301, with an expiration date of 11/30/2014. The field service representative found the photo multiplier tube (pmt) high voltage was misadjusted. He adjusted the pmt high voltage. He successfully completed the initial blank cell calibration and the tnt stat calibration. The customer performed qc, which was within their acceptable range. The sample in question was repeated and all results matched the reported result of <0.01 ng/ml. The performance testing results were within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.